Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump was tested with no audio/vibrate anomaly noted.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had vibrate anomaly. Customer's blood glucose value was 7.9 mmol/dl at the time of the incident. The customer stated that the vibrate mode was set to on and the pump did not vibrate. The device will be return for analysis.